Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's touchscreen had a chip in it. The cause of the chip was not known. It was not known if the customer's blood glucose level was impacted. The pump was confirmed to be functional. Multiple follow up attempts were made to complete troubleshooting with the contact; however, the contact/customer did not respond.